Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the pump has damaged live pin on the power cord plug.

Manufacturer narrative:
An evaluation of the scd express compression system was performed for the reported condition of, ¿the pump has damaged live pin on the power cord plug¿. The unit was triaged and the customer¿s reported condition was confirmed. The power cord was replaced and the device was fully checked for functionality and patient electrical safety according to manufacturer's guidelines. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.